Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alert data error issue was verified, but the touch screen and alarm 30 issues could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was "pixilated" and a cartridge alarm occurred during the load sequence. Additionally, it was reported that the pump indicated a data log corruption. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.